Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: there were pump reboots observed in the black box recorded after replace battery alarms. The battery compartment was cracked. Unrelated to the original complaint, the battery cap was unable to fully attach to the pump. A test cap was used and completed the 24 hour duration test with no power interruptions duplicated. The leak test confirmed a battery compartment leak. The pump cover was removed and no evidence of internal moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.